Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins stimulator battery reached a normal end of life and the telemetry and output were okay. Analysis received the ins with a battery status at the elective replacement indicator (eri). The longevity estimate was done based on the programmed parameters from the initial review of the ins of the group that was active (group c) when it was received for analysis. Analysis found the longevity estimate for eri was 2.82 months and for eos (end of service) was 5.82 months. According to the trace report, eri occurred at 6.90 months ((B)(6) 2016 to (B)(6) 2017. Based on the parameters received the ins experienced normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received but analysis has not been completed. A supplemental report will be sent when analysis results are available. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) with the returned product on (B)(6) 2017 noting that the replacement was performed on (B)(6) 2017 for early battery depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the health care professional (hcp) explanted the patient¿s battery on (B)(6) 2017 and would be sending it back for analysis because they thought it may have depleted prematurely. The explant date was later reported to be (B)(6) 2017. No further complications were reported.